Event description:
It was reported that the pump was defective and was replaced. Adjustments were made to the pump, but they did not seem to be helping. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).